Event description:
Pt with history of atrial fibrillation had radiofrequency ablation under general anesthesia in electrophysiology lab on (B)(6) 2019. Pt had slurred speech and facial droop after that resolved. Post procedure noticed char on the tip of the rfa catheter. Neuro consult, MRI acute small cerebellar infarcts, relationship unclear.